Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was replicated but not confirmed. The monitor board will be replaced as a precaution since the issue was intermittent and not reliably reproduced. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.